Event description:
It was reported that the patient had a surging sensation, as well as occasional loss of paresthesia. The patient's device worked great (perfectly) for about three months and currently she had surging a few times a week. One time was while the patient was getting up from a sitting position and the stimulation was so strong she had to sit down and wait for the surging to reduce. The patient was consistently using stimulation and it was unknown if the patient experienced surging with the stimulation off. The patient had an rf (radio frequency) procedure, possibly due to kidney stones, a few months ago and the symptoms occurred around that time. The patient did not turn stimulation off. The lead impedances were normal. It was noted that the patient had been going through x-ray and security systems. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received form the health care provider (hcp) reported that the cause of the event was a lithotripsy procedure. There were no abnormal impedances. Reprogramming was done in september with "excellent" results. The patient was not hospitalized and they recovered without sequela.

Manufacturer narrative:
Product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer; patient product ID (B)(4), lot # v714604, implanted: (B)(6) 2012, product type lead. (B)(4).